Event description:
Event description guidant received information that this pacemaker was implanted the day before and at that time there was intermittent capture in bi-ventricular mode. The field representative the next morning called technical services to verify what the 12-lead electrocardiogram was displaying. It appearred to the fcr that there were p waves at a rate of 100 beats per minute, and the device was tracking every other one with conduction occurring on the the other ones with the long pr interval. A technical services consultant reviewed the EKG strip faxed in and reported that : it appeared there was atrial undersensing. The tsc recommended checking the sensing safety margin in the atrium and checking for noise, impedance, etc. To see if the lead had a micro-dislodgement.